Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic inflammatory disease ('pelvic inflammatory disease') in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 3. Concurrent conditions included depression, paratubal cyst and pelvic inflammatory disease. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), fatigue ("fatigue"), insomnia ("insomnia"), hypoaesthesia ("numbness in limbs"), nausea ("nausea"), headache ("headaches"), visual impairment ("vision issues"), cerebral disorder ("diminished brain function") and abdominal pain lower ("pain/cramping"). The patient was treated with surgery (full hysterectomy,bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic inflammatory disease, endometriosis, adenomyosis, fatigue, insomnia, hypoaesthesia, nausea, headache, visual impairment, cerebral disorder and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure (ess205). The reporter considered abdominal pain lower, adenomyosis, cerebral disorder, endometriosis, fatigue, headache, hypoaesthesia, insomnia, nausea, pelvic pain and visual impairment to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: status post essure placement with occlusion of the fallopian tubes bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, insomnia, adenomyosis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: medical records received. Event added: pelvic inflammatory disease. Reporters information, lab data and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 3. Concurrent conditions included depression, paratubal cyst and pelvic inflammatory disease. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), fatigue ("fatigue"), insomnia ("insomnia"), hypoaesthesia ("numbness in limbs"), nausea ("nausea"), headache ("headaches"), visual impairment ("vision issues"), cerebral disorder ("diminished brain function") and abdominal pain lower ("pain/cramping"). The patient was treated with surgery (full hysterectomy,bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic inflammatory disease, endometriosis, adenomyosis, fatigue, insomnia, hypoaesthesia, nausea, headache, visual impairment, cerebral disorder and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure (ess205). The reporter considered abdominal pain lower, adenomyosis, cerebral disorder, endometriosis, fatigue, headache, hypoaesthesia, insomnia, nausea, pelvic pain and visual impairment to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: status post essure placement with occlusion of the fallopian tubes bilaterally.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, insomnia, adenomyosis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), fatigue ("fatigue"), insomnia ("insomnia"), hypoaesthesia ("numbness in limbs"), nausea ("nausea"), headache ("headaches"), visual impairment ("vision issues"), cerebral disorder ("diminished brain function") and abdominal pain lower ("pain/cramping"). The patient was treated with surgery (full hysterectomy,bilateral salpingectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, endometriosis, adenomyosis, fatigue, insomnia, hypoaesthesia, nausea, headache, visual impairment, cerebral disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, cerebral disorder, endometriosis, fatigue, headache, hypoaesthesia, insomnia, nausea, pelvic pain and visual impairment to be related to essure (ess205). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance's data; should any new and reportable provided in a supplementary report.